Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 3004123209-2026-00315. Supplemental reports will be submitted under report # 3004123209-2026-00315.

Event description:
The customer contacted heartsine to report their device did not deliver defibrillation as expected during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report their device did not deliver defibrillation as expected during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.